Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. The insulin pump was received with cracked case at the display window corners, display window, reservoir tube lip, belt clip slot and battery tube threads and minor scratched display window and case.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized and thinks that the insulin pump was not working properly. Customer was admitted to the hospital on (B)(6) 2017 at around 9:00 pm due to diabetic ketoacidosis and high blood glucose around 400 mg/dl. Customer experienced symptoms related to their high blood glucose such as nausea, vomiting and abdominal pain. Blood glucose level at the time of the call was 199 mg/dl. The customer was wearing the insulin pump at the time of admission. During troubleshooting, cannula was found bent. High pressure was performed and did not pass . The insulin pump will be replaced and was returned for analysis.